Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical canada. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The multifunction cable received passed all testing. The device was recertified and returned to the customer. Review of the device log shows an attempt to analyze through pads. However, the device never detected a valid patient impedance, thus no signal would have been displayed. The electrode pads used were not returned as part of this investigation and the pads information (part number, lot number) was not provided. Analysis of reports of this type has not identified an increase in trend.